Manufacturer narrative:
The 16fr esheath was returned to edwards for evaluation. Visual inspection found the sheath shaft expanded normally with no stretching or other abnormalities observed, the sheath distal tip was separated and the corresponding distal tip piece was not returned, minor distal tip damage was present on the returned portion of the sheath, and stretching was observed along the score line. The liner was fully expanded as designed. Functional testing and dimensional inspection was unable to be performed due to the condition (fully expanded with tip separated) of the returned device. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed through visual inspection of the returned device during engineering evaluation. A review of the IFU/training manual revealed no deficiencies, while a DHR review and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As the separated piece of distal tip was not returned with the device, a definite root cause was unable to be determined. It is possible that patient factors such as calcification contributed to the complaint. Although no patient anatomy information was provided, damage to the sheath tip suggests that calcification was present in the access vessel. It is possible that the calcification cut into the sheath material and caused the missing material to separate. Radial distal tip tearing was previously investigated as a part of CAPA. The results of the CAPA investigation pointed to improper scoring at the distal tip as the root cause for radial tip tearing. Some stretching was observed on the distal tip score line during visual inspection, which could be indicative of this tearing. Additionally, during advancement of the delivery system through the sheath during the procedure, some difficulty was reported, but the ¿delivery system was able to be advanced with some force¿. It should be noted that the CAPA was closed after implementation of corrective actions and closed after effectiveness monitoring was completed. The complaint for sheath distal tip separated was confirmed while the complaint for sheath shaft resistance with delivery system, bc was unable to be confirmed. In this case, available information suggests that it is possible though not confirmed that a manufacturing non-conformance (conformance (insufficient scoring of the distal tip) contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed september 2017 control limits for this trend category. Awareness training for this issue was previously completed and no additional corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, difficulty occurred during insertion of the delivery system through the tip of a 16fr esheath. The delivery system was able to be advanced with some force. Upon removal of the sheath visual examination revealed a "ragged" edge of the sheath. Per pre-evaluation results the distal tip is separated and was not returned. There was no injury to the patient. Upon further questioning of staff present at the case, no evidence (piece) of the sheath was observed outside the patient¿s body after the sheath was removed. A scan of the patient was performed and there were no piece observed inside the patient. The delivery system was removed first and then the sheath was removed. There was no withdrawal difficulty. Other potential contributing factors are unknown as limited clinical information was provided.